Event description:
It was reported that during a laparoscopic appendectomy procedure; the doctor attempted stapling tissue with a white reload but upon firing, tissue became evaginated and the staple line did not hold. More loads were used and another stapler was opened but eventually the doctor had to open

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the surgeon use the stapler to take the appendix and the meso-appendix? Yes please describe the order of the stapler firings? Staples fired but failed to clamp properly on tissue. What tissue was fired on when the issue occurred? The appendix and meso appendix. Was the surgeon also taking part of the cecum with the appendix? No. What was appearance of the deployed staples? "B" shaped but not fully formed. What color cartridge was being used? White. Did the issue occur with both staplers? No. What was the reason for opening? No staple line holding edges of tissue together. Did the patient have any pre-existing conditions? If yes, what were they? Not disclosed. Is the patient male or female? Not disclosed. What is the patients bmi? Not disclosed. Patient was a child (B)(6)). Patient had to be re-admitted due to leak.